Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient had an infection. The pacemaker was explanted. No further information available.